Event description:
(B)(4). Breast pain/tenderness, bleeding from right nipple, severe bloating, headaches, dizziness, blurred vision, brain shocks/forgetfulness, mood swings, tingling sensations, rash on face, vitamin d deficiency, hair loss and changes.